Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they had replaced broken bezel. Replaced broken rear case. Replaced broken ail. Lvp door latch recall completed. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004- the implementation date of the erp system. This device was returned for broken/damaged. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode the customer stated there is no patient involvement.

Event description:
Broken/damaged. Ail sensor assy, case rear- damaged/cracked, bezel assy- lower hinge crack. (B)(4).